Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Patient¿s legal counsel further reported patient allegations of elevated cocr levels, tissue/bone destruction, metallosis, pain, dysfunction, loss of range of motion and swelling. A review of invoice history confirmed the left total hip replacement took place on (B)(6) 2004. Additional information received from patient¿s legal counsel indicates that a right total hip arthroplasty was performed on (B)(6) 2008. A review of invoice history confirmed the date of the right total hip procedure. There have been no reported revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 5 of 7 mdrs filed for the same patient (reference 1825034-2013-001081 / 01082, 04436 & 04438 / 04441).